Event description:
Boston scientific received information that two years ago, this patient experienced a car accident resulting in ongoing pain and swelling for the past two years. Recently, it was confirmed that patient had developed an infection in the device region, therefore the device and leads were fully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.